Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer declined troubleshooting with tandem technical support, and additional information could not be obtained.